Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / side pain"), salpingitis ("chronic salpingitis") and oophoritis ("oophoritis") in a 25-year-old female patient who had essure (batch no. 110723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, miscarriage and eye disorder. Previously administered products included for an unreported indication: cyclobenzaprine, nasal spray and ambien. Concurrent conditions included migraine, headache and seizures. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), 2 months 18 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), ovarian cyst ("other injury(ies) or complication (s) please describe: I began to develop ovarian cysts/reproductive system disorder or condition type of disorder or condition overian cysts") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and oophoritis (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced back pain ("back pain") and urinary tract infection ("uti"). The patient was treated with surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bacterial vaginosis and fatigue had resolved, the salpingitis, oophoritis, migraine, headache, nausea, ovarian cyst and dyspareunia outcome was unknown and the back pain and urinary tract infection was resolving. The reporter provided no causality assessment for oophoritis and salpingitis with essure. The reporter considered back pain, bacterial vaginosis, dyspareunia, fatigue, headache, migraine, nausea, ovarian cyst, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described n patient¿s medical records: salpingitis and oophoritis. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs and mr received - lot number were added. New event dyspareunia, urinary tract infection were added. Event outcome of urinary tract infection, back pain were added. Essure insertion and removal date, event start date of migraines, headaches, nausea, fatigue and ovarian cyst were added. Medical history added. New events chronic salpingitis and oophoritis were added from medical record which received on 04-mar-2019. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / side pain"), salpingitis ("chronic salpingitis") and oophoritis ("oophoritis") in a 25-year-old female patient who had essure (batch no. 110723-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, miscarriage and eye disorder. Previously administered products included for an unreported indication: cyclobenzaprine, nasal spray and ambien. Concurrent conditions included migraine, headache and seizures. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient had essure inserted. In december 2013, the patient experienced fatigue ("fatigue"), 2 months 18 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), ovarian cyst ("other injury(ies) or complication (s) please describe: I began to develop ovarian cysts/reproductive system disorder or condition type of disorder or condition overian cysts") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On(B)(6)2013, the patient experienced nausea ("nausea"). In (B)(6)2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and oophoritis (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced back pain ("back pain") and urinary tract infection ("uti"). The patient was treated with surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, bacterial vaginosis and fatigue had resolved, the salpingitis, oophoritis, migraine, headache, nausea, ovarian cyst and dyspareunia outcome was unknown and the back pain and urinary tract infection was resolving. The reporter provided no causality assessment for oophoritis and salpingitis with essure. The reporter considered back pain, bacterial vaginosis, dyspareunia, fatigue, headache, migraine, nausea, ovarian cyst, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described n patient¿s medical records: salpingitis and oophoritis. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / side pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and miscarriage. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and ovarian cyst ("other injury(ies) or complication (s) please describe: I began to develop ovarian cysts"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, bacterial vaginosis and fatigue had resolved and the migraine, headache, nausea, ovarian cyst and back pain outcome was unknown. The reporter considered back pain, bacterial vaginosis, fatigue, headache, migraine, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6): total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet and medical record received. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, migraines / headaches, nausea, fatigue, ovarian cysts and back pain. Outcome of event pelvic pain updated from unknown to recovered / resolved. Date of essure insertion updated from (B)(6) 2014 to (B)(6) 2013. Date of essure removal from (B)(6) to (B)(6) 2014. Onset date of events pelvic pain was updated. Reporter information and medical history added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.